Event description:
It was reported that the patient's right atrial (ra) lead reported high impedance and noise. The ra lead is confirmed to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)